Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging window, drive cable, and tip were twisted. The tip is at the floppy end of the guidewire. Impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the as reported code of image lost can be confirmed.

Event description:
Reportable based on device analysis completed on 05 jun 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the severely tortuous middle part of the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but lost image had occurred. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the the imaging window, drive cable, and tip were twisted.